Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Returned sample was evaluated: the lens remained inside the cartridge but the figure of the lens was normal. The volume of used viscoelastic material appears to be enough. The top flange was pushed down correctly. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
Reportedly, as the surgeon was preparing to inject a ks-1 aq2017v intraocular lens diopter +25.5 into the patient's eye, the surgeon decided to not use the lens. The reporter states that "when pushing rod, figure of trailing haptic appeared abnormal." This occurred on (B)(6) 2019. There was no patient contact with this lens.